Event description:
The customer reported the ventilator was alarming when the unit was powered on. The ventilator was not in use on a patient, therefore there was no patient harm or involvement. The manufacturer's service technician confirmed the ventilator would intermittently power on. The service technician replaced the cpu pcb to correct the finding. Extended self testing (est) and applicable final testing was completed and the unit passed per operating specifications. During testing of the cpu pcb the ventilator would not perform power on self test. Failure analysis indicated a 24v failure. If the failure were to occur during in use operation a vent inop could occur. Vent inop during use will alarm and stop providing ventilatory support to the patient.